Event description:
A doctor alleged that two (2) patients experienced the debonding of crowns after placement with maxcem elite clear. This MDR is the first of two (2) reports.

Manufacturer narrative:
The crown was re-cemented with maxcem elite clear without further incident and the patient is doing fine. The product involved in the alleged incident was not returned; therefore retain samples were evaluated for adhesive strength and were found to meet product specifications. In addition, no similar complaints were received with regard to this lot. These investigation results indicate that this incident is an isolated incident that occurred as a result of a user/technique related issue and was not due to a product failure.

Manufacturer narrative:
The product involved in the alleged incident was returned and evaluated for adhesive strength, yielding results within specifications.